Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the surgeon attempted to fire the stapler around the sigmoid colon and after one full squeeze, a snap was heard from the stapler, halfway through stapler fire, the stapler stopped working. No patient injury.